Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a haptic tear. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -11.5 diopter, implantable collamer lens was explanted and exchanged for a shorter length lens. It was reported that there was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -11.5 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a shorter lens on (B)(6) 2018. It was reported that there was no patient injury. The patient's post-op ucva was reported to be 20/15. (B)(4)

Manufacturer narrative:
Implanted date: it is corrected from "(B)(6) 2018" to "(B)(6) 2018". Explanted date: it is corrected from "unk" to "(B)(6) 2018". (B)(4)